Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post chronic catheter implant, the catheter allegedly had resistance during flushing with saline. It was further reported that the catheter was flushed with force, center line allegedly ruptured at a site on the external portion of the lumen. Reportedly affected line was removed and repaired. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 7fr hickman d/l catheter was returned for evaluation and two electronic photos were provided for review. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. The investigation is confirmed the reported difficult to flush and identified catheter burst issues as a c-shaped compound split was noted approximately 0.9cm distal to the white luer clamping sleeve. The edges of the c-shaped compound split was jagged. Further during functional evaluation, a leak from the compound split was noted upon infusion and air aspirated upon aspiration. However, the investigation is unconfirmed for the reported catheter fracture issue as no evidence of fracture was noted on the returned device. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6(device, method). H11: h6(result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that some time post chronic catheter implant, the catheter allegedly had resistance during flushing with saline. It was further reported that the catheter was flushed with force, center line allegedly ruptured at a site on the external portion of the lumen. Reportedly affected line was removed and repaired. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post chronic catheter implant, the catheter allegedly had resistance during flushing with saline. It was further reported that the catheter was flushed with force, center line allegedly ruptured at a site on the external portion of the lumen. Reportedly affected line was removed and repaired. There was no reported patient injury.